Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to screen frozen at date/ time and black blob on screen (looks like moisture damage). Perform internal visual inspection and moisture damage found. See pictures attached. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.